Event description:
It was reported the patient underwent lead replacement in 2005 due to scar tissue on the leads. The patient "almost died during that experience due to getting 15cc instead of 7 cc (unknown drug/substance) causing the patient to pass out and quit breathing."

Manufacturer narrative:
(B) (4).